Event description:
Implants were placed (B)(6) 2021 with 3 additional implants. Implant #7 was loose. Implant #7 was loose as abutments were placed on (B)(6) 2021. Implant was removed at that time. The actual hazard condition is non-integration.